Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was a stent graft located in the moderately tortuous vessel in the abdominal aorta. A 27/7/2/65 equalizer balloon catheter was advanced for dilatation. However, during the third inflation for 80 seconds, the balloon ruptured. Upon device removal, it was noted that a quarter of the balloon part got separated. When the physician checked inside the sheath, the detached balloon material could not be found. Angiography was performed all the way to the peripheral and it was confirmed that there were no issue with the blood flow. The detached fragments of the balloon were not found. The procedure was completed with 17-107 equalizer balloon catheter. No further patient complcations were reported and the patient's status was good.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was a stent graft located in the moderately tortuous vessel in the abdominal aorta. A 27/7/2/65 equalizer balloon catheter was advanced for dilatation. However, during the third inflation for 80 seconds, the balloon ruptured. Upon device removal, it was noted that a quarter of the balloon part got separated. When the physician checked inside the sheath, the detached balloon material could not be found. Angiography was performed all the way to the peripheral and it was confirmed that there were no issue with the blood flow. The detached fragments of the balloon were not found. The procedure was completed with 17-107 equalizer balloon catheter. No further patient complcations were reported and the patient's status was good. Device evaluated by manufacturer: equalizer unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The balloon was found burst/ruptured and a section of the balloon was detached and it was not returned. No other damages were found in the device.